Event description:
Boston scientific received information that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead after connecting the device and lead no pacing was provided. Out of range pacing impedances and shocking impedances were noted on the ventricular channel. The rv lead and device were disconnected and reconnected after which normal measurements were seen. The pocket was closed and upon performing post operative measurements out of range impedances were once again seen. The pocket was re-opened and the device and lead were reconnected. Normal measurements were once again obtained. The pocket was re-closed the procedure was completed successfully.

Manufacturer narrative:
The crt-d and rv lead remains implanted. Should additional information become available this event will be updated.